Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet system, with the lowest recorded blood glucose of 43 mg/dl and device alerts for low and urgent low glucose during a period of prolonged exercise; the patient reported eating dinner with rice and chicken and was advised to pause or disconnect insulin during exercise. Symptoms included shaking, nervousness, sweating, and anxiety. Outcomes included self-management without medical intervention or assistance, with blood glucose recovered to 98 mg/dl and no hospitalization. Investigation included troubleshooting and education on use during exercise and appropriate hypoglycemia treatment. Investigation of this case revealed probable overtreatment or inappropriate treatment of hypoglycemia, with exercise as a contributing factor. It was concluded that the device functioned as designed and that user-related factors contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.